Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan sales rep reported "eroded tubing," which required removal of entire lap-band sys. The problem was first noticed due to a "lack of restriction." F/u findings: upper gi (gastrointestinal) testing (radiography) was performed, but no evidence of an erosion was found. The entire sys was explanted for "no restriction". Upon completion of the explant surgery, the surgeon noticed that "the tubing had eroded." The entire sys was replaced with a new one.